Event description:
It was reported via repair work order that the power coil cable was damaged with exposed wiring that burned the footcover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.